Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: pn: 9733467, software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the frontal sinuses being "cut off" toward the superior region of the frontal sinus. This issue occurred in two cases. The CT scans on the CT scanner were checked and it was found that both CT exams to be full-head exams with complete anatomy from the top of the head down through the hard palate. There was no delay to the procedure and no impact on the patient's outcome. Additional information was received in 2019-08-26 stating that the CT scans were checked on the CT scanner itself, and found both CT exams to be full-head exams with complete anatomy from the top of the head down through the hard palate.